Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous shunt. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During inflation, the balloon burst before reaching normal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 33mm distal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous shunt. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During inflation, the balloon burst before reaching normal burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.